Manufacturer narrative:
The customer' s report was observed during review of the device history logs. However, the device was put through extensive testing including stress testing without duplicating a device failure. An internal inspection found no discrepancies. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed "compressor fault - 3001" and "compressor fault - 2001" error messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.